Event description:
On (B)(6) 2014, the reporter contacted animas and alleged having a blood glucose (bg) of 570 mg/dl with aches and pains, abdominal pains and vomiting, and that the pump had been repeatedly emitting loss of prime alarms. During troubleshooting, customer support found that the patient had been hiking in high elevations, and advised the reporter that the change in elevation may trigger the loss of prime. Cs also found that the patient is not using the cartridge per IFU, and had primed while attached after loss of prime warning, about 5 times in the last two weeks, 0.5 units each time. No hypoglycemic event is reported. This complaint is being reported because the patient experienced hyperglycemia and because the cartridge was not used per instructions for use.

Manufacturer narrative:
The cartridge has not been returned to animas. If the cartrdige is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: a reserved sample from the same cartridge lot number was tested and evaluated by product analysis on 11/06/2014 with the following findings: no defect was found. A visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A lot review was performed and no failures were observed during incoming inspection.